Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: accidental puncture of the implant during closure.

Event description:
Healthcare professional reported "accidental puncture of the implant during closure". Healthcare professional later reported "device was punctured during the closure of the incision during swap out surgery. No defect was associated with replacement of the device as it was new and this was the reason it was not returned. " puncture of the device is not device related and is due to procedure. This record is for the right side. Device was explanted and replaced.